Event description:
It was reported that approximately six months after implantation of a vena cava filter, an image study identified thrombus; however, the filter appeared to be intact. Two months later during the filter retrieval, one filter leg was noted to be fractured. The filter and the fractured filter leg were retrieved successfully. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. The root cause was unable to determined based upon the available information.